Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were returned. Approximately two years post filter deployment computed tomography revealed two inferior vena cava filters are noted at the middle part of the inferior vena cava inferior to the confluence of the renal veins. One of the filters was partially deployed and was probably located with a gonadal vein or lumbar vein. The other filter was in good position within the inferior vena cava lumen. Therefore, the investigation is inconclusive for perforation of the inferior vena cava (ivc), filter tilt, deployment issue and filter migration. Based on the provided medical records, there is no clear evidence to confirm for deployment issue as it is unclear which filter has the deployment issue from the implanted two filters. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b6,d4(expiry date: 09/2016),g4,h6(device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly failed to deploy properly, migrated, and tilted and embedded in the caval wall. Additionally, filter strut(s) allegedly perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review: a patient was scheduled for placement of a vena cava filter. The right femoral vein was accessed and inferior vena cavagram was performed. The filter was advanced and deployed. An inferior vena cava cavagram post filter placement was performed. A wire was advanced and an inferior vena cavagram was performed and was assessed for filter placement. The filter was advanced and deployed. An inferior vena cava cavagram post filter placement was performed. The filter delivery system was removed and the procedure was completed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged deployment issues, perforation of the ivc, tilt of the filter, and migration of the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - delivery of the (B)(4) filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. - movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Precautions: - it is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. - care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. - do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Directions for use - implantation. - inspect the packaging to ensure that it has not been opened or damaged. - flush the introducer sheath intermittently by hand to maintain introducer sheath patency. Maintaining patency helps prevent clot from interfering with filter deployment. - flush the delivery device with saline through the touhy-borst adapter. - attach the free end of the filter storage tube directly to the introducer sheath already in the vein. The introducer sheath and filter delivery system should be held in a straight line to minimize friction. - loosen the proximal end of the touhy-borst adapter and advance the filter by moving the pusher forward through the introducer sheath. Do not twist or retract the pusher at anytime during the procedure. - advance until the black predeployment mark on the pusher is flush with the proximal end of the touhy-borst adapter. The black predeployment mark on the pusher provides a visual cue indicating that the filter is near the end of the sheath. - prior to deployment, verify the location of the filter within the sheath using fluoroscopy and confirm that the filter snare hook is 1cm below the lowest renal or is in the intended location in the inferior vena cava. - firmly grasp the pusher handle. Keep this hand stationary throughout the entire filter release/deployment process. The filter should be positioned at the distal end of the introducer sheath. -under fluoroscopic guidance, hold the pusher handle stationary, (it is recommended to stabilize the hand on a stationary object) and with the other hand draw the touhy-borst adapter, storage tube and introducer sheath assembly back all the way to the handle, unsheathing and releasing the filter. Ensure that there is no slack or bend in the system during the filter release/deployment process. Potential complications: - movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter malposition. - filter tilt. ((B)(4)) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly failed to deploy properly, migrated, and tilted and embedded in the caval wall. Additionally, filter strut(s) allegedly perforated into organs. There was no reported patient injury.